Event description:
Surgery date: in 2001, during surgery, the aorta was nicked by the instrument and the patient lost a large amount of blood. Patient was sent to rehab. It is unknown as to what exactly are the patient's injuries. It was reported that the surgeon expected the patient to make a full recovery.